Manufacturer narrative:
The device history records for coaptite lot 1030939 were reviewed. All required testing specifications for the lot were met prior to release, and there were no abnormalities noted. Injecting/treating physician: dr. (B)(6).

Event description:
The patient reported this event to merz aesthetics on (B)(6) 2012. It was forwarded to boston scientific corporation (bsc) on (B)(6) 2012. Bsc received the following information from the patient on (B)(6) 2012: on (B)(6) 2012, the patient underwent a cystoscopy with coaptite injections through a clinical study. The clinical study is for three years. The second year concluded in (B)(6) 2012. Shortly after this procedure, the patient was unable to urinate and noted blood on the toilet seat and her backside. Dr. (B)(6) instructed a nurse to insert a #10 foley catheter. The patient was sent home. Two days post procedure; the patient noted blood clots in the catheter bag and was instructed to remove the catheter by the physician's staff. The patient was still unable to urinate. She returned to the facility to have a foley catheter inserted. The patient was given several self-catheters if she still had difficulty voiding. The patient was unable to void on her own for approximately nine to ten days post-procedure and was self-catheterizing. On (B)(6) 2012, the patient spoke with an ER nurse and urologist reporting continued bleeding and difficulty voiding. They recommended that she come to the ER to have a foley catheter inserted. In the ER, the urologist diagnosed a torn urethra. A urine sample was taken when the patient was in the ER. The results showed a number of opaque beads had collected from the bulking agent of the coaptite injections from (B)(6) 2012. The patient was not admitted. The patient returned to the ER the following day, (B)(6) with bladder spasms, vomiting, and a low grade fever. The patient was unable to sit or lie down. She was given pain medication (name and dosage unknown) through an IV. Another urine sample was taken on (B)(6), indicating an infection. The patient was prescribed an antibiotic, (name and dosage unknown). As the patient did not see improvement, she made an appointment to see her family doctor for an infection screening. She was prescribed with five or six different antibiotics, (names and dosages unknown). The infection did not clear and the patient continued to have difficulty emptying her bladder completely. For the next couple of weeks, the patient voided in a urine measurement bowl to compare what was voided on her own to how much urine was removed by the catheter. The patient reported more urine was removed by the catheter in a double stream. Since the (B)(4) study, the patient confirmed that there has been no improvement with the incontinence. The patient reports a new symptom of urinating immediately when her hands are placed in warm water. In (B)(6) 2012, dr. (B)(6)performed a cystoscopy on the patient. Less than two weeks post-procedure, the patient incurred a tia with no precipitating factors. She then consulted with a different urologist who took a culture and confirmed the infection had not cleared. The patient is now taking an antibiotic for 6 months, (name and dosage unknown).